Event description:
The patient's pump was returned to the manufacturer when it was replaced. The return paperwork noted "pt is mrsa". The medications being delivered via the device system were clonidine and morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.